Event description:
It was reported during implant procedure that the right ventricular lead helix exhibited a failure to extend. The lead was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations noted the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the blood/ tissue in the helix region and overtorque of the inner coil.